Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a ventilator was placed on a patient the display froze and the device did not start up. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4). A third party service provider replaced the single board computer (sbc) printed circuit board (pcb). The pcb was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator the display froze during at the six picture screen. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.